Manufacturer narrative:
The facility address provided in the initial report, submitted december 23, 2016, was incorrect. The correct facility address is: (B)(6).

Manufacturer narrative:
There is no known patient involvement. The user report did not specify an event date. However, follow-up communication with the customer revealed that the first positive test results were received on march 31, 2016. This date was selected as the event date. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the heater-cooler tested positive for m. Imunogenum on (B)(6) 2016, for m. Chelonae on (B)(6) 2016, and for m. Abscessus on (B)(6) 2016. The customer stated that the unit is used within the operation theatre directed away from the sterile field. The unit is still currently in use. The customer also stated that the water filter has been changed and weekly cleaning has been performed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On november 28, 2016, sorin group (B)(4) received a user medwatch report (mw5065906) stating that the sorin heater-cooler system 3t tested positive for mycobacterium immunogenum, mycobacterium chelonae and mycobacterium abscessus. The report indicated that the cleaning and disinfection procedure is being followed per the manufacturer's recommendations. There is no known patient involvement.